Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient tested for elecsys hcg + beta test system (hcg+beta) on a cobas 8000 e 602 module. The initial hcg+beta result was 21.27 miu/ml. The erroneous result was released outside of the laboratory, but the doctor requested the sample to be retested. The same sample was retetest on (B)(6) 2018 with a hcg+beta result of <0.100 with a data flag. The same sample was also ran on another cobas e602 with a hcg+beta result of <0.1000 with a data flag. There was no allegation of an adverse event. The hcg+beta reagent lot was 28429201 with an expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
Qc results on the day of event were acceptable. There was no indication of a reagent issue. Further analysis of the analyzer alarm history from the day of event was inconspicuous. From a provided picture of the sample tube, the plasma was not clearly separated, erythrocytes moved into the plasma zone, and it appeared there were clots in the plasma. The field engineering specialist confirmed there were clots present in the sample.